Event description:
During injection of contrast into the right pulmonary vein, the hemostatic valve separated into two pieces. No air was introduced, the catheter and valves were removed, new valve attached, and the study was completed. Manufacturer response for adaptor, stopcock, manifold, fitting, cardiopulmonary bypass, honor (per site reporter). Vendor rep was notified. Remaining stock from lot was removed from use.